Event description:
Additional information was received that the guidewire was non-medtronic. The pulmonary damage was residue of contrast agent was seen which was thought to be a perforation of the artery that was noted at the end of the procedure. The cause is unknown however it may have been during the insertion of the non-medtronic sheath. Per the physician, the guidewire used at the time of the sheath insertion may have perforated the right pulmonary artery branch. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the damage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID harmony-25; product type: 0195-heart valves; implant date (B)(6) 2023; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was difficult to advance the system through the patient's anatomy, and procedure time was extended. Subsequently, pulmonary artery damage was observed. It was believed that the pulmonary artery region may had been damaged by the guidewire (unknown manufacturer). The patient was scheduled to be extubated following treatment, but the patient returned to the intensive care unit (ICU) with tracheal intubation. The patient was extubated the following day. No additional adverse patient effects were reported.